Event description:
It was reported by svc report that the head section load wheel housing is cracked and the lift here labels were missing. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load wheel casting, lift here labels.